Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices. Reportedly, the patient stated the last time he charged his ipg was several months ago. Surgical intervention to replace the patient's scs ipg may be necessary to resolve the issue.

Event description:
Follow up information received identified the patient had the scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.